Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report that the patient adaptor was not connected with the titanium adaptor well, when the customer changed transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set was received with no caps on spikes (original caps loose in pouch) and no cap on patient connector in reference to connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened to a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection, it was noted that the silicone bushing and tubing was assembled to the patient connector according to the specification. The complaint could neither be confirmed nor duplicated in the lab. A root cause could not be determined.